Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) turned on as soon as batteries were inserted without pressing the on button and switching the device off was not possible and the three light emitting diode (led) lights remained lit. Analysis also noted that the device failed incoming tests related to the led¿s on/off, an out of range resistance measurement was obtained over the on-button in the keypad, and the main cover was missing. Reseating the interconnection flex cable did not solve the device failures. Scrapping the device was recommended as it could not be reliably repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned without information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.